Event description:
The complaint reports that a 70 year old male pt had a therapeutic placement of an ultraflex tracheobronchial stent for treatment of an esophageal - tracheal fistula from the side of the tracheal system. A number of weeks post stent placement, the pt and an episode of strenous coughing which resulted in the cover of the stent being expelled. The coughing also resulted in the stent being dislocated by a few millimeters. The stent itself remains in the pt's bronchial system. No surgical or additional intervention was required. There is no further information available at this time. The pt's condition is noted to be ok.